Event description:
A 7 1/2-yr-old female with history of hydrocephalus had initial ventriculoperitoneal shunt placed on 12/19/94. Had csf flow control valve high pressure placed on 2/7/95. A gravity compensating accessory device was placed on 5/9/95. One week post-op, the pt returned to hosp with decreased neuro status for removal of flow control valve and gravity compensatory device.